Event description:
On (B)(6) 2026, during a sure procedure a ureteral injury was identified at the ureteropelvic junction (upj) upon entering the ureter with the cvac device. The patient's ureter was observed to be tight prior to placing the cvac device and it was reported the physician stated, "there was something wrong with patient's ureter" prior to cvac insertion. The case was halted and a stent was placed and is intended to remain in place for four weeks.

Manufacturer narrative:
The device was returned for investigation and was determined to function as intended. No device issues or malfunctions were observed. The lot history review (lhr) for lot # p21161 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Ureteral tears are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.